Event description:
The following has been reported: biomed reported: pump (B)(6), service needed alarm at power up, no patient harm, no report of stopping an infusion. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak failure (valve 1). Unit had pump alarm at start up and failed hardware test. Installed diagnostic assembly, unit passed. Pneumatic valve 1 will be removed and replaced during repair process. No other internal damage found.